Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. A zoll representative was dispatched onsite and observed the battery was nearly depleted that was used during the incident. Battery management appears to be a factor. The customer was advised to follow zoll battery management recommendations and carry a spare battery. The device was confirmed to be operating and able to deliver a shock with a charged battery. The device has been returned to service. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge and discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.